Event description:
The manufacturer received information alleging a "check circuit" alarm condition occurred and the active exhalation control module was stuck open. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "check circuit" code was found in the ventilator's downloaded error log. The device's active exhalation control module and in-line filter were replaced to address the issues.